Event description:
The electrical cord emitted sparks. Visual inspection of the unit revealed a break in the line cord near the butterfly connection into the pad itself, as well as evidence that the safety switch had been altered and the unit itself had been misused. The misuse of the unit and the customer's failure to heed our instructions and warnings is throught to have contributed significantly to causing this event.